Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin in the power module connector resulting in a compromised/incomplete connection between the cable and the power module causing a pump stop due to complete loss of power to the system controller can be confirmed. Inspection of the returned 14 v pm cable, identified with lot# 11019081402, revealed the cable was intact and in used condition. The white and black power connectors appeared unremarkable, however there was one bent pin observed in the 16 pin lemo connector. The bent pin represents a line which is not in use; however, due to the bent pin there was a resistance when inserting the lemo connector. The bent pin inside the 16 pin lemo connector was straighten to perform the test. The returned 14v pm cable was connected to a test system controller, test power module/system monitor and test hmii pump. The system operated with no active alarms. The cable was manipulated when the system was operating and there were no alarms reproduced. The returned pm cable was tested for any inner conductors issues. The results of the test did not reveal any open/shorted conductor; however, multiple conductors failed the test with slightly increased resistance. An early stage of conductor breakdown was confirmed in both, the white and black power cable sections. In conclusion, a specific root cause for the bent pin inside the 16 pin lemo connector was not able to be determined and the bent pin has the potential to result in a compromised/incomplete connection between the power module and the patient cable causing a pump stop due to complete loss of power to the system controller. The 14v patient cable assembly is manufactured by the company's vendor who maintains the device history records. Patient handbook and operating manual covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Inspection prior to use and maintenance of the pm patient cable are documented in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The continuous sound was activated and the patient visited the medical institution. The warning light was not lit. After the regular replacement, the pump stopped due to the dual power supply disconnection that occurred when the patient switched from the battery to the power module at home. No health hazard due to the event. Electricity is not flowing through the power module patient cable because the connection could not be established due to a bent pin of the power module patient cable. Both power supplies were removed due to the replacement when the intermittent sound was not stopped at the time of replacement.

Manufacturer narrative:
This event was originally non-reportable as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a red heart alarm was not able to be reproduced during analysis. Inspection of the returned 14 v pm cable, identified with lot# 11019081402, revealed the cable was intact and in used condition. The white and black power connectors appeared unremarkable, however there was one bent pin observed in the 16 pin lemo connector. The bent pin represents a line which is not in use; however, due to the bent pin there was a resistance when inserting the lemo connector. The bent pin inside the 16 pin lemo connector was straightened to perform the test. The returned 14v pm cable was connected to a test system controller, test power module/system monitor and test hmii pump. The system operated with no active alarms. The cable was manipulated when the system was operating and there were no alarms reproduced. The returned pm cable was tested for any inner conductors¿ issues. The results of the test did not reveal any open/shorted conductor; however, multiple conductors failed the test with slightly increased resistance. An early stage of conductor breakdown was confirmed in both, the white and black power cable sections. Although the reported red heart alarm was not able to be reproduced during analysis, the bent pin inside the 16 pin lemo connector has the potential to result in a compromised/incomplete connection between the power module and the patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Incidental findings: one bent pin observed in the 16 pin lemo connector and an early stage of conductor breakdown was confirmed in both, the white and black power cable sections.

Event description:
It was reported that the patient rushed back to hospital when the patient heard a continuous tone. Red heart alarm was observed however the patient was asymptomatic.